Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Concomitant medical products- oxford phase 3 meniscal bearing small right 4mm thick catalog159569 lot 1314166; oxford phase 3 right medial tibial tray standard size aa catalog 159532 lot 1336505 this report is number 2 of 3 mdrs filed for the same event (reference 3002806535-2017-00002 / 00004). This report was delayed due to an issue with the zimmer biomet network and system database which impacted global regulatory reporting. Acknowledgement was provided by cdrh emdr january 5, 2017 of zimmer biomet¿s system downtime.

Event description:
A patient enrolled in a clinical study reported experiencing pain approximately six weeks post right partial knee arthroplasty. It was also noted that the patient experienced pain in the contralateral knee approximately eight years post implantation.